Manufacturer narrative:
At this time the device has not been returned to boston scientific for analysis. There is no additional information available. If further information becomes available, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's right ventricular (rv) lead exhibited high pacing impedance measurements greater than 2,000 ohms. A revision procedure was performed and the right ventricular (rv) lead was surgically abandoned and the device was electively replaced. There were no allegations reported against the device. No additional adverse patient effects were reported.